Event description:
It was reported a superficial infection occurred in the left knee which required medical intervention.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture.

Manufacturer narrative:
Pt age: corrected age at time of event to (B)(6) years.